Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer disabled", "defib disabled", and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.